Event description:
The customer reported the system had a motion disabled error and does not move. The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.